Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4), of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device failed during patient care. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker replaced the battery pins as a precaution. It was also noted that one of the batteries was past the 2 year service life and may have contributed to the reported issue however the root cause could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device failed during patient care. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.